Manufacturer narrative:
Product event summary: analysis did not confirm a stylus issue with the programmer, it was found to be working correctly with no abnormalities.

Event description:
It was reported that there was a gap between where the stylus was touched to the programmer screen and where the cursor was located. The programmer was returned for repair. No patient complications have been reported as a result of this event.